Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had buttons are unresponsive and pump error also had battery failed alarm. The blood glucose at the time of the incident was 345 mg/dl. The customer was assisted with troubleshooting. The device will not be returned for analysis.